Event description:
After having breast augmentation in (B)(6) 2009 with mentor memory gel silicone implants, I began to have neck pain, fatigue, and brain fog/memory problems. Gradually, I have developed anxiety and a worsening auto-immune condition, hashimoto's thyroiditis. I've also have increased allergies and skin/circulation problems such as reynauds syndrome as well as heart palpitations. In addition, in the past two years, I've had intermittent breast pain and breast imaging has shown prominent lymph nodes. I'm in the process of consulting plastic surgeons to have my implants and capsules removed, and I will not ever be replacing them with new implants as my health has significantly deteriorated while having implants. I was not aware of the limited study data that mentor had provided prior to obtaining FDA approval, and these implants were presented as safe when I initially met with plastic surgeons in 2009. Please continue to evaluate the safety of these devices.